Event description:
It was reported the asymptomatic patient presented for an implant procedure. Upon the attempt to implant the right ventricular lead, it was observed the lead had high pacing impedance >1500 ohms. The physician suspected the lead had fractured. No imaging was completed to confirm damage. The lead was exchanged without issue. There were no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.5cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.